Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also presented to the hospital with fatigue, palpitations, and a cough. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had vegetation at the level of the tricuspid valve.